Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during bolus delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer received a no delivery alarm while trying to clear the alarm. She also stated she was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.